Event description:
During the total hip arthroplasty procedure, surgeon was utilizing the depuy attune hip impactor. It was noticed during use, the black handle cracked. The integrity of the black handle material was compromised - a fissure circumferentially around of the handle near the screw securing the black handle piece to the instrument. It was checked for integrity. No small pieces noted to be broken off. Removed from sterile field and replaced with another sterile impactor.